Event description:
Started getting bad sinus infections after finding a black dust on the philips CPAP machine and on the table around it. Respiratory issues have been worsening. Round after round of antibiotics and am now scheduled for another sinus surgery. Stopped using CPAP machine 5 months before recall because I am sure it was causing problems. FDA safety report ID# (B)(4).